Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: as per information from the field, patient has recently experienced a decrease in sound quality. A CT scan performed did not reveal any abnormalities. However, according to the measurements received, it must be assumed that the problem is not device related, as the observed high impedance of one channel cannot explain the reported symptoms. The available information does not allow a root cause determination. Re-implantation is being considered, but no surgery date has been communicated. This is a final report.

Event description:
Patient was last programmed in (B)(6) 2015 and since then has noted a decrease in sound quality. Re-implantation was recommended but no surgery date was set.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient was last programmed in (B)(6) 2015 and since then has noted a decrease in sound quality.